Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was noted on a device check. The patient was not reported to be symptomatic. The device triggered ams episodes when lead noise was detected on the atrial sense amp. No other anomalies were reported, and the signal could not be reproduced. Programming changes were suggested. Related manufacturer reference number: 2017865-2021-11865.